Event description:
Pt was implanted with impedance plethysmography gradient and lead for treatment of chronic intractable pain (trunk/limbs) on 12/19/1998. Pt telephoned MFR on 02/04/1999 and stated "I came out of the shower and was thrown on the floor by an electric shock with my temporary system in 12/98". Pt reported since above episode the stimulation has not been in the right place. Pt stated that they went ahead with the permanent implant using the same lead with no repositioning. Pt reported that x-ray was taken but did not show any lead migration. Pt stated "they said I had to have the device implanted because it was a workman compensation issue." Pt reports problems with theft detectors and atm machines where she gets "extreme jolts, one instance I was thrown back 4 feet." Pt reports inadequate pain coverage and that the dr has already tried to reprogram. Reported uncomfortable stimulation everytime she moves her head. Pt was encouraged to contact her health care provider. MFR's rep notified to contact health care provider. Follow up calls to the health care provider have not been returned.